Event description:
The user facility alleges that the mask was missing from the resuscitator package on two occasions. For both events, another resuscitator was obtained and there was no pt compromise.